Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/20/2018 additional information was requested and the following was obtained: how was the procedure completed? With another suture: mersilene tape any patient consequences reported? No what is the status of product return? Product is at the (B)(4) and it will be returned.

Manufacturer narrative:
Product complaint # pc-(B)(4). The actual sample was returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needles were observed appears to be by the use of a surgical instrument. The needle/suture piece was examined along of strand and the end suture was damaged (cut) appears to be by the use of a surgical instrument.the needle/suture combination was examined along of strands and no defects or suture breakage were observed. In addition, the sample was tested by tensile strength and the result is above the minimum individual strength requirement. According to the sample condition, the assignable cause suggests an improper handling of the sample and the tested sample met the finished goods requirements.

Manufacturer narrative:
Pc-(B)(4). Additional needle/suture sample was evaluated. The sample presented with body fluids and the end suture was damaged (busted). The suture piece presented with body fluids and the end was damage (busted). In addition, the end of the needle/suture and the suture piece does match. Two additional needle/suture combinations were examined along of strands and no defects or suture breakage were observed. The samples were tested by tensile strength and the result is above the minimum individual strength requirement. According to the sample conditions, the assignable cause suggests an improper handling of the sample and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the case completed? Any patient consequences reported? How was the case completed? Any patient consequences reported? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2018, and suture was used. It was reported that the suture broke. There were no patient consequences reported. Additional information has been requested.